Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited low pacing impedance after fixation and the helix stretched. The lp was removed and replaced. There were no patient consequences.